Manufacturer narrative:
A resident reportedly caught and lodged their arm under the mattress and assist rail. In attempt to dislodge their arm they allegedly partially dislocated their shoulder due to the incident, and is currently wearing a sling. A technician has since inspected the bed and the bed had no mechanical issues. The incident could not be replicated. The rails were in working order with no discrepancies observed. The user likely grabbed the rail and slipped lodging their arm while entering their bed. No malfunction is apparent. There is no history to suggest a product problem. MDR filed on alleged injury.

Event description:
The facility alleges a resident got his arm caught in an assist rail and lodged under the mattress. The resident allegedly sustained a partially dislocated shoulder as a result.